Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole on the box containing an individual implant"

Event description:
Healthcare professional reported "hole on the box containing an individual implant". This record is for unknown side. Device was not implanted.

Event description:
Healthcare professional reported "hole on the box containing an individual implant". This record is for unknown side. Device was not implanted.